Manufacturer narrative:
Additional information: the device inspected before use with no issues noted. The device was prepped per IFU with no issues noted. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was not noted while advancing the device to the lesion. Excessive force was used. Resistance was not noted during withdrawal of the stent delivery system, and excessive force was not used. No difficulty was noted during stent deployment or crossing the lesion. The stent was fully expanded with regular surgical expansion. It was reported that two days post index procedure the patient still had chest pain and discomfort after the operation. It was later reported that there was no positioning failure, no stent malapposition, and no stent dislodgement after deployment. The images showed that there was good stent adhesion to the wall. There was no problem with the 2.5x14mm medtronic stent. Emergency treatment and oral dapt emergency dose were given to the patient at the time of the event. The patient was taking hypertension and diabetes medication intermittently. It is believed that the chest pain and mi events were d ue to multiple factors, including a stent problem, the patient's own dapt resistance and the drug effectiveness. The patient is alive and unaffected with no further injury. Patient weight and relevant history provided. Image analysis: three still procedural images from the index procedure were provided for review. The first appears to show a void space at the ostium of the lad, indicative of the lesion site. The second image appears to show the deployment of a stent, and the third image is of contrast injection through the lad after stent deployment. No issues were apparent in those images. Images from the subsequent procedure on the 3rd of july were not provided. Therefore, the reported event cannot be confirmed in the procedural images provided. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A patient was admitted to the hospital due to chest pain for 2 days, which was recurring for 4 hours. The electrocardiogram (ECG) indicated acute anterior septal myocardial infarction. Coronary angiography was performed, showing occlusion of the proximal left anterior descending (lad) artery. One resolute integrity was deployed at 10 atm for 5 seconds at the lesion stenosis of the proximal lad segment. It was reported that the patient still had chest pain after the operation. Re-examination of the egc still showed st segment elevation in chest leads v2-v6, and the v6 lead was significantly elevated compared with the previous one. Emergency re-examination of coronary angiography showed occlusion in the stent. It was also reported that there was positioning failure, dislodgement and incomplete stent adhesion. A high-pressure balloon was used and repeatedly dilated in the stent. Then another 2.5x14mm medtronic stent was implanted behind the resolute integrity stent. Antiplatelet drugs were replaced, and the patient's chest pain symptoms improved after the operation. The patient is alive with no further injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.